Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2009 to treat uterine fibroids and pelvic pain and an absorbable adhesion barrier was used. During the procedure, adhesions were noted and concomitantly, the patient underwent a lysis of small bowel adhesions. Following the procedure, the patient experienced abdominal and pelvic pain but did not go to see the surgeon. The patient also reported scar tissue. The patient underwent another myomectomy in 2012 during which adhesions were noted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.